Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) : "false positives for drawer d (10)."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from japanese: "false positives for drawer d (10)".

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives for drawer d (10)" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd field service engineer was dispatched and confirmed that the issue is not related to the instrument. This is an unconfirmed failure of the bd product. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files. The log file review revealed no abnormality in the equipment.